Event description:
Customer reported experiencing a high bg of 100mg/dl while in the hospital in 2009. The customer reported that they "were coming down with the flu while feeling very weak and unable to hold anything down" prior to being taken to the ER at 5am the same day. Pdm will be returned for evaluation.

Manufacturer narrative:
The pdm was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have directly caused or contributed to the high bg or medical intervention. The pod was discarded so could not be evaluated. No claim of malfunction was reported. Testing performed on the bg meter confirmed that all bg readings were within the specified tolerance limit. During the review of the bgs recorded on the pdm, it was concluded the customer's report did not match the pdm's documentation. During the 24 hours prior to the reported hospitalization at 5am, the customer checked their bg levels twice at 6am one day prior (80mg/dl) and 6pm (160mg/dl). Per the omnipod user guide, the user is instructed to check bgs levels more frequently. The user is instructed to check their bg levels frequently, so they can notice and react quickly and appropriately to any issues. The omnipod user guide suggests that the patient always carry extra supplies in case of emergency.